Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent fluctuating blood glucose (bg 50-150 mg/dl) due to the basal setting needing to be adjusted. Juice/food was consumed to address 50 mg/dl bg. Reportedly, the customer consulted with a healthcare provider to adjust the pump basal rate.